Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 29-april-2024, it was reported that patient faced infusion set needle guard was still attached when infusion set was inserted. Infusion set has been used for about 12 hours. High blood level was treated with correction by bolus. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.